Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 500:32. He states that there was no patient injury or medical intervention caused by this pump. Although an attempt had been, no additional information was available regarding patient age or status, or whether the device was on a patient at the time the condition was reported.